Event description:
It was reported that four patients in a short time who had allevyn gentle border dressings reacted to the dressing. Today(B)(6) 2020 they had a patient who had a red square where the skin was sore. This patient got a red skin rash in the area alongside the border of allevyn gentle. They used cortisone and replaced with mepilex border dressing.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. As no batch/lot number has been provided, device history record could not be performed. However, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review found similar incidents in the past years. Clinical review concluded: the following reports that after seven days of the allevyn gentle border dressings being in place two patients reported a ¿skin rash¿ and the other two patients reported an ¿itch¿ in the same area. The patients were being treated for different wounds: a leg ulcer, a wound on the stomach, and a skin abrasion on fore arm. Although requested no photos were provided for review. The causal relationship between the s&n device and the reported issue cannot be confirmed based on the information provided. Per e-mail communication the reported issues were treated with cortisone and replacement dressings. It was further communicated that the patients were ¿good¿ and ¿all discharged.¿ therefore, no further medical assessment is warranted at this time. The associated risk files contain details relating to the harm reported. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.